Event description:
Customer reported device = 533 mg/dl. Customer took 30 units of insulin. 1.5 - 2 hours later, device = 417 mg/dl. Customerf felt shaky and sweaty. Customer ate. Customer went to the emergency room (ER) around 7-8 pm. ER device = 126 mg/dl. Customer was given an IV at the hospital. No controls used. A request was made for return product and replacement product was sent.